Event description:
It was later reported the right ventricular (rv) lead was removed, not capped, and experienced a confirmed, not suspected, fracture.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg: implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead experienced high impedance and a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.